Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: on (B)(6) 2010, the surgeon responded stating that the explant was not related to a device malfunction but was patient related. The device was explanted the day following implant and replaced by a valve due to regurgitation. He commented "there is no issue with the device at all. The failure was functional." Device is unavailable for return. See also report for s/n (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. In this case, the device was explanted and replaced by a bioprosthetic valve to correct regurgitation.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted after an implant duration of 1 day (0.03 months) and replaced by a valve. The surgeon described the event as "severe tricuspid regurgitation -- ring select with excellent result, (B)(6) 2010. Poor rv function, high risk candidate." Per the operative report, "the previous repair was intact with no dehiscence of the ring. Testing on table showed the valve to be competent. The failure was due to dilation of the rv with tugging on the cords once off bypass."